Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back and repeated information regarding not being able to connect to ins, mailing in a letter, and therapy issues. Patient stated they still have to go a lot but that it also helps a lot. Patient repeated information regarding chiropractor and having a "balloon" over the ins. During the call patient tried to connect to ins and kept seeing device not responding and communicating with the device briefly. The patient tried repositioning the communicator, but the device was not responding; the message continued. Patient directed to follow up with hcp regarding continued issue. Patient mentioned that at their last in person hcp appointment the doctor was having the same issues, but the doctor was eventually able to connect and adjust stimulation. Patient reported the provider recommended to botox with a medtronic device due to increase in urination. They increase adjustment from 1 thn to 2 and then to 4.7. It works since the adjustment and they think it is ok since it connect.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that beginning in (B)(6) the communicator was not always connecting to the ins and they occasionally got the 'device not responding' error message, but they were always able to resolve it by repositioning the communicator. The patient reported this issue to their managing healthcare provider (hcp) on (B)(6) 2024, and the hcp told the patient to let them know if they continue to have telemetry difficulties. On (B)(6) 2024, the patient had a chiropractor appointment and the patient screamed when the chiropractor adjusted them on the same side as the ins. The patient said they always tell their chiropractor to be careful when they adjust them on the same side as the ins. The patient said the chiropractor was careful, but it hurt when they got adjusted on the same side as the ins. After getting adjusted, the patient said the chiropractor had them go to a table with a hard roller, and when the patient left their chiropractor appointment they were in pain. Since then, the patient felt what they described as a little "piece of balloon or rubber" near the ins. The patient said it felt like something was kinked underneath their skin near the ins. The patient said they could press the "balloon" down, squish it, and move it around. The patient said it did not hurt when they pressed it. The patient added that they kept getting the 'device not responding' error message and could not get the communicator to connect to the ins even after repositioning the communicator. This persisted during the call. The patient thought the "balloon" might have been a result of their chiropractor adjusting them. The patient was redirected to their healthcare provider to further address the issue. The patient said they will call their doctor right away to see if they can set up an emergency appointment since they will be relocating on (B)(6) 2024.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was still feeling the same sensation as they were pressing on a small balloon. It was a bit distant to the belt. X-rays and connectivity were reported to be okay. The cause of the issue was unknown. The patient believed it was due to adjustments from the chiropractor, because they screamed (which never happened before), since they began to feel the balloon until presently. The patient's device was tested and it connected. The most likely cause of the inability to communicate with the device after the adjustment from the chiropractor was the communicator per healthcare provider <(>&<)> failed attempts to communicate right over the belt plus "some messages from device" made us think may change in the future but it connected. Patient stated there was nothing they could do to get rid of the balloon but it was connecting. Patient stated they needed to find a new healthcare provider.